Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that during a procedure to treat an eccentric, de novo lesion in the right distal coronary artery (rca), pre-dilatation was performed. A 2.5x18 mm rx xience v stent delivery system (sds) was advanced and the stent was deployed; however, a dissection occurred. Another 2.5x18 mm rx xience v sds was advanced and the stent was implanted to treat the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.